Manufacturer narrative:
Correction: section b1: product problem checked. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. A lead diagnostic was performed and invalid impedances were discovered on the l4 and l5 leads. X-ray imaging revealed that both leads had fractured. As a result, surgical intervention may be undertaken to address the issue.